Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that and healthcare professional (hcp) called in with questions regarding a patient's implantable cardioverter defibrillator (ICD) that had stored episodes that show possible inappropriate anti-tachycardia pacing (atp) and shock therapy for an supra ventricular tachycardia (svt) rhythm that the device detected as a ventricular tachycardia (vt). Follow up was conducted and no further information was ascertained at this time. The device remains in use. No further patient complications have been reported as a result of this event.